Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and a bolus of insulin was delivered to address the bg level. The customer did not know the cause of the high bg. The customer declined tandem technical support's offer to troubleshoot and thought that the food bolus may not have taken effect yet and would monitor the bg.